Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the "blood clot" in the bd vacutainer® sst¿ blood collection tube "did not go to the bottom and stayed halfway through" due to poor barrier separation.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Bd acknowledges that the customer has had an issue with the attached incident lot(s). Based on the severity and occurrence of the reported condition there will be no further actions.

Event description:
It was reported that the "blood clot" in the bd vacutainer® sst¿ blood collection tube "did not go to the bottom and stayed halfway through" due to poor barrier separation.